Event description:
Patient was brought into the interventional radiology suite for a permanent dialysis catheter placement. Scissors are provided in the prepackaged angio pack. The scissors are used to cut the dialysis catheter after being tunnelled under the skin to attach the dual port system for dialysis. After the catheter was cut and dual port system attached. The interventional radiologist noticed a black oily residue on his sterile gloves after using the pre-packaged scissors. He changed his sterile gloves and completed the case without the use of the pre-packaged scissors again.